Manufacturer narrative:
A partial lead, measuring 45.7cm from the distal end was returned. Externalized conductors due to internal insulation abrasion were found at 13.5-16.0cm from the distal tip. Internal and external insulation abrasion was found at 19.4-20.0cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were found at 8.5-12.0cm and 12.1-15.4cm from the distal tip. The silicone insulation was abraded and the rv and re conductors were visible at the location of 8.5-12.0cm from the distal tip. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported at follow up, externalized conductors were observed via fluoroscopy. Noise, increased impedance and high capture threshold were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.